Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the tubes fill up too much and the automate cannot analyze them.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the tubes fill up too much and the automate cannot analyze them.